Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
On (B)(6) 2018, a doctor reported to lensar (B)(4) that in the last two months she had 2 patients with posterior capsular tears, one patient with posterior capsular rupture.

Event description:
On (B)(6) 2018, a doctor reported to lensar cas that in the last two months she had 2 patients with posterior capsular tears, one patient with posterior capsular rupture.

Manufacturer narrative:
Lensar cas reached out to the customer three times requesting the patient surgical profile, patient post-op results and patient ID, but the doctor's office did not provide the information. The doctor's office has confirmed that it has performed additional surgical procedures using the laser system since the event was reported and no similar events have occurred.